Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that both bail covers were broken, the ring cover was contaminated, the ring was contaminated and bent, the battery contacts were compressed, the battery drawer latch was damaged, the keyboard window was scratched and the upper case was broken and contaminated.